Manufacturer narrative:
Although the product has not been received, a review of a video and photo provided by the reporter was performed. The product packaging is not visible in the video or photo. The part number and lot number cannot be verified or determined. However, the video shows a 23ga esa hub and sleeve assembly in a patient's eye in a surgical setting. It is clear by the video that a solid stream of fluid is shooting out the hub of the esa cannula. Though it cannot be determined if the valve is in place and it may be missing. A missing valve could contribute to leaking during use. The cause of the missing valve cannot be determined by viewing the photo/video alone. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
A user facility in the united kingdom reported intraoperative leakage from a trocar during a vitreoretinal surgical procedure. All associated tubing, including the f/ax filter, was confirmed to be securely connected at the time of the event. During the procedure, the surgeon noted a transient period of slight hypotony. It is unknown whether the hypotony was directly associated with the reported trocar leakage. The infusion pressure, initially set at 25 mmhg, was increased by the surgeon in response to observed globe softening. Subsequent intraoperative inspection revealed a small, round retinal tear located beneath the trocar insertion site. Additional information was requested.